Event description:
An optometrist reported a case of stage one diffuse lamellar keratitis (dlk), observed on patient's right eye at one day post lasik treatment. Reporter indicated topical steroid dosage was increased. Additional information was requested.

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Technical services provided and analyzed the service history which indicates proper and periodic maintenance has been completed. Technical root cause could not be determined as the system was performing within specifications and as intended. The contributing factors could be sterilization of instruments, surgical technique, pre and post-operative medications. (B)(4).